Manufacturer narrative:
(B)(4).

Event description:
It was reported that "over the past two shifts, I have had two instances with faulty cvl introducer needles. The introducer needles are not aspirating blood as expected and instead are just pulling up air/bubbles. The problem seems to be coming from the needle itself and not the syringe or the connection because when I replace the syringe with a different one from the kit and attempt to aspirate saline, the problem persists. Dr (B)(6) mentioned he had the same thing happen to him in sicu a couple of weeks ago". A new device was used. There was no patient harm or injury. The patient's current condition is reported as "fine". Associate MDR numbers include: 9680794-2026-00136, and 9680794-2026-00149.

Manufacturer narrative:
Qn# (B)(4). Complaint verification testing could not be performed as it was reported that the sample is not available for return. Without the device to evaluate the complaint could not be confirmed and the probable cause could not be determined from the available information. Teleflex will continue to monitor and trend for reports of this nature.

Event description:
It was reported that "over the past two shifts, I have had two instances with faulty cvl introducer needles. The introducer needles are not aspirating blood as expected and instead are just pulling up air/bubbles. The problem seems to be coming from the needle itself and not the syringe or the connection because when I replace the syringe with a different one from the kit and attempt to aspirate saline, the problem persists. Dr l. Mentioned he had the same thing happen to him in sicu a couple of weeks ago". A new device was used. There was no patient harm or injury. The patient's current condition is reported as "fine". Associate MDR numbers include: 9680794-2026-00135, 9680794-2026-00136, and 9680794-2026-00149.